Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a breast reconstruction after total mastectomy on (B)(6) 2014 and a reservoir was attached to a drain. The reservoir functioned properly upon first activation. The third time suction was attempted, when the reservoir was being removed from the patient, it failed to suction. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.